Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer receive a button error on the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan. The blood glucose reading was 227 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip noted.